Event description:
The following events were reported based on a retrospective study review performed. The medical endovascular device log book was searched and patient selection was based on patients who received a prostar xl device. Ninety six (96) prostar xl devices were deployed following us-guided puncture in 48 patients. Ten (10) patients received a prostar xl to seal 14f outer diameter sheaths, 4 patients received a prostar xl for 16f sheaths, 13 patients received a prostar xl for 18f sheaths, 19 patients received a prostar xl for 20f sheaths and 2 patients received a prostar xl for 22f sheaths. The purpose was to identify the impact on patient outcomes using percutaneous closure devices for endovascular aneurysm repairs (evars). Reportedly, the prostar xl cut through the common femoral artery (cfa) in one patient and this required formal cut down of the groin and repair. The review concluded that there was no long-term complication in the cases reviewed attributed to the use of the percutaneous approach to evar. All complications occurred intraoperatively or were identified in the recovery area. The median length of stay was 4 days (range 1 to 28 days). The physicians believe that us-guided puncture can overcome problems associated with cfa calcification and that the depth from skin to cfa has no impact on morbidity associated with percutaneous evar. All but 5 patients had some degree of cfa calcification.

Manufacturer narrative:
(B)(4). It is indicated that the devices are not returning for evaluation; therefore, a failure analysis of the complaint devices could not be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided and the devices were not returned for analysis. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The use of low profile devices (equal or smaller than 16f) and operator experience have a positive impact on outcomes with the prostar xl device. No additional information was provided. The devices were discarded at the facility and the lot numbers were not identified. A follow-up report will be submitted with all additional relevant information.